Event description:
It was reported that the tandem-provided charging supplies began melting. There was no reported adverse impact to the customer's blood glucose level. A new charging supplies were sent to the customer.